Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was suspected of exhibiting loss of capture (loc) on march 18th. The most recent office visit from may 20 showed a ra threshold measurement of 1.5v @1ms, a ra pace impedance measurement of 1,177 ohms, and p-wave amplitude of 3.5 mv. The health care professional (hcp) was unaware of any particular findings or changes made at that time. It was noted that device had reached elective replacement indicator (eri) in may, and device changeout was anticipated sometime in july. Technical services (ts) discussed troubleshooting options and/or addressing any concerns at the future changeout. This ra lead remains in service at this time. No adverse patient effects were reported.